Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(4) study, in the labeling for silicone implants.

Event description:
We received a report on (B)(6) 2014 that a healthcare professional reported a pt had been implanted in 2006 because of neoplasia on right side. In 2008, large cell lymphoma b was observed in abdominal region and at clavicular region. The pt had chemotherapy chop and was in complete remission in 2009. Healthcare professional also reported capsular contracture.